Manufacturer narrative:
This supplemental report is to inform that, upon further review, this event is not a reportable malfunction. The initial medwatch reported that during device inspection, the gastrointestinal videoscope exhibited a clogged auxiliary water channel. However, it was identified that foreign material remained in the auxiliary water channel since the subject device was returned to olympus without conducting reprocessing at the facility. As a result of this information, this complaint becomes non-reportable. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a clogged auxiliary water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.